Event description:
The patient reported that when he is working, patient sweats a lot and the v-go's are coming off when place either on patient right arm, left arm or side of stomach. The patient confirmed that he cleans the infusion site with an alcohol swab prior to applying the v-go.